Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain/ right side pelvis pain") in a 31-year-old female patient who had essure (batch no. C80064) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, live birth in 2004, live birth in 2007, live birth in 2011, hypertension, migraine headache, abdominal pain, haematochezia, chest pain, shortness of breath, coughing blood, haematemesis, heart racing, heartbeats skipped, nausea, vomiting, urination pain, vaginal discharge, vaginal bleeding, metabolic disorder nos, gonorrhea, syphilis, venereal warts, trichomoniasis, pelvic inflammatory disease, sexually transmitted disease, obstructive sleep apnea syndrome, obesity, diabetes and recurrent abortion. Negative for fever and chills. She was unable to supply a family history as she was adopted. Concurrent conditions included obesity, breast pain (bleeding from right nipple ¿ fibrocystic breast bilaterally) since (B)(6) 2016, breast discharge since (B)(6) 2016 and pain in elbow since (B)(6) 2016. Concomitant products included fluticasone propionate (flonase) and ketorolac tromethamine (toradol). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)/ right lower quadrant abdomen"). On an unknown date, the patient experienced abdominal pain lower ("right lower quadrant abdomen pain"). The patient was treated with surgery (she underwent a pelvic surgery, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Blood glucose - on an unknown date: 125 mg/dl computerised tomogram - on an unknown date: evidence of essure placement hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2015: total bilateral occlusion ultrasound pelvis - on an unknown date: evidence of essure placement blood pressure post procedure: 115/74, pulse: 74. Essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 3 coils left: 3 coils. Hb a1c >6.4%. Current weight was 207ibs. Patient underwent essure confirmation test. The procedure said that the device successfully blocked out the dye. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-oct-2018: plaintiff fact sheet received. Event right lower quadrant abdomen pain was added. Concomitant drug was added. Lab data was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 31-year-old female patient who had essure (batch no. C80064) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, live birth in 2004, live birth in 2007, live birth in 2011, hypertension, migraine headache, abdominal pain, haematochezia, chest pain, shortness of breath, coughing blood, haematemesis, heart racing, heartbeats skipped, nausea, vomiting, urination pain, vaginal discharge, vaginal bleeding, metabolic disorder nos, gonorrhea, syphilis, venereal warts, trichomoniasis, pelvic inflammatory disease, sexually transmitted disease, obstructive sleep apnea syndrome, obesity, diabetes and abortion. Negative for fever and chills. She was unable to supply a family history as she was adopted. Concurrent conditions included obesity, breast pain (bleeding from right nipple ¿ fibrocystic breast bilaterally) since (B)(6) 2016, breast discharge since (B)(6) 2016 and pain in elbow since (B)(6) 2016. Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)/ right lower quadrant abdomen"). The patient was treated with surgery (she underwent a pelvic surgery). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Blood glucose - on an unknown date: 125 mg/dl computerised tomogram - on an unknown date: evidence of essure placement hysterosalpingogram - on (B)(6) 2015: essure confirmation test; on (B)(6) 2015: essure confirmation test ultrasound pelvis - on an unknown date: evidence of essure placement blood pressure post procedure: 115/74, pulse: 74. Essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 3 coils left: 3 coils. Hb a1c >6.4%. Current weight was (B)(6) ibs. Most recent follow-up information incorporated above includes: on 27-feb-2018: reporters added and updated patient demographics. Historical condition, concomitant disease, laboratory data, concomitant drug were added. Updated suspect drug indication and lot number. Added event dysmenorrhea (cramping). In nov-2016, she had removed essure device. Updated events and onset date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 31-year-old female patient who had essure (batch no. C80064) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, live birth in 2004, live birth in 2007, live birth in 2011, hypertension, migraine headache, abdominal pain, haematochezia, chest pain, shortness of breath, coughing blood, haematemesis, heart racing, heartbeats skipped, nausea, vomiting, urination pain, vaginal discharge, vaginal bleeding, metabolic disorder nos, gonorrhea, syphilis, venereal warts, trichomoniasis, pelvic inflammatory disease, sexually transmitted disease, obstructive sleep apnea syndrome, obesity, diabetes and abortion. Negative for fever and chills. She was unable to supply a family history as she was adopted. Concurrent conditions included obesity, breast pain (bleeding from right nipple ¿ fibrocystic breast bilaterally) since (B)(6) 2016, breast discharge since (B)(6) 2016 and pain in elbow since (B)(6) 2016. Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)/ right lower quadrant abdomen"). The patient was treated with surgery (she underwent a pelvic surgery). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Blood glucose - on an unknown date: 125 mg/dl. Computerised tomogram - on an unknown date: evidence of essure placement. Hysterosalpingogram - on (B)(6) 2015: essure confirmation test; on (B)(6) 2015: essure confirmation test. Ultrasound pelvis - on an unknown date: evidence of essure placement blood pressure post procedure: 115/74, pulse: 74. Essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 3 coils left: 3 coils. Hb a1c >6.4%. Current weight was 207ibs. Most recent follow-up information incorporated above includes: on 27-feb-2018: reporters added and updated patient demographics. Historical condition, concomitant disease, laboratory data, concomitant drug were added. Updated suspect drug indication and lot number. Added event dysmenorrhea (cramping). In (B)(6) 2016, she had removed essure device. Updated events and onset date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for birth control. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2016, she underwent a pelvic surgery ). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.